Event description:
Hcp reports pt presented in 2006 with signs of infection including swelling and pain. Perioperative antibiotics were not administered and the pt did not have meningitis. The site of the infection was at the lumbar region. The hcp indicated that cultures were not obtained. Both IV and oral antibiotics were administered. The device was not returned to the MFR for analysis. The hcp reported no surgical intervention was required; the product was a percutaneous trial lead. The infection has reportedly resolved; physician indicated that MRI's taken recently confirm the pt's infection has cleared.